Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Date of event: unknown. The date received by manufacturer has been used for this field.

Event description:
1 of 2 it was reported while using bd vacutainer® blood alcohol determinations sodium fluoride: 100mg potassium oxalate: 20mg, sample with extremely high alcohol concentration. The following information was provided by the initial reporter: customer alleging a quality issue that has arisen with some recently manufactured bd vials, potentially, and wondering if you could share what you have learned about their manufacturing concerns. Two samples come back with extremely high, not likely to be seen in a living person, alcohol concentrations. Customer inquiring if they had a qc issue or changed volatiles that they were using in their process that could be off-gassing.